Event description:
It was reported that an alarm was heard and a critical alarm was confirmed by telemetry due to motor stall. The pump status was checked and showed a motor stall occurred (B)(6) 2013. The stall was constant, and while interrogating the pump, an attention dialogue box was observed of pump stop may exceed tube set. It was noted there was no electromagnetic interference (emi) interaction. The patient heard an alarm for elective replacement indicator (eri) 2 days before the motor stall. The patient was in the emergency room (ER) with drug withdrawal symptoms, nausea and vomiting, and increased pain. The patient had a refill recently. It was noted that the pump would be replaced that day. The pump was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# j0056660r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported patient was seen in ER by company representative. It was later reported by hcp that the cause of the event was a pump motor stall occurred on (B)(6) 2013 and eri was at three months. Motor stall reported with no recovery. The pump was stalled until it was replaced. Signs and symptoms included withdrawal symptoms and increased pain. It was reported that patient recovered without sequelae. The system was used to deliver drug mso4 (compounded).